Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: catalog number iw1416c90axh, serial number unknown, use by date unknown and upn# unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aa talent stent graft system was implanted in a patient for the endovascular treatment of a 5.85cm abdominal aortic aneurysm. On an endurant aortic cuff and ten heli-fx endoanchors were implanted for the treatment of a migration and type ia endoleak. It was reported that the patient died. The physician investigator assessed the cause of the event to be unknown. However, it was noted that the physician investigator did not believe that the death was related to that medtronic device or procedure. No additional clinical sequelae were reported.